Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) (batch no: 12275531-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, stomach ache, abdominal cramps, blood transfusion, anemia, gastric bypass, d & c, endometrial polyp, metrorrhagia, adenomyosis, yeast infection, discharge vaginal, vulvovaginal pruritus, vulvovaginal burning sensation, bloating, cramp in lower abdomen, back pain, headache, breast tenderness, food craving, mood swings, pap smear abnormal, female condom, candida vaginal, menopausal symptoms, menstrual migraine, hot flashes, sweaty, irritability, dyspareunia, frequency urinary, multigravida, parity 2, vaginal delivery, miscarriage, flank pain, nausea, alcohol abuse, epigastric pain, acute pancreatitis, mixed anxiety and depressive disorder, insomnia, arthralgia, vitamin b12 deficiency, chest pain, neck pain, acute pyelonephritis, abnormal uterine bleeding, nephrolithiasis, uterine fibroids, kidney stones, hypertension, tonsillectomy, anxiety, vaginal bleeding, paratubal cyst and allergic reaction to antibiotics. Previously administered products included for an unreported indication: morphine, lysteda, tramadol and ativan. Family history included premature menopause. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2017: impression: I. No aortic dissection or aneurysm. No significant atherosclerosis. 2. Surgical changes of gastric bypass. 3. Fatty infiltration in the liver with hepatomegaly. 4. Left renal cyst. 5. Metallic artifact within the uterus. Correlate with surgical history.. Hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2018: impression: mildly enlarged uterus. No acute finding. No evidence for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter, medical history, historical drug, lab test and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, stomach ache and abdominal cramps. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12275531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, stomach ache and abdominal cramps. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain/abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. The event:post procedural complication was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.